Manufacturer narrative:
No product was returned for investigation. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of the stroke/cva was unable to be determined due to insufficient clinical details. The cause of the infarction was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a cerebral bleed. The bleed was contained and no intervention was performed. Later, the patient was successfully weaned from the pump and survived.